Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones. This device has been in service for approximately one year. Technical services (ts) recommended following up with the patient's primary cardiologist. The patient did not report any symptoms.